Manufacturer narrative:
Upon review by the investigation team it was found that the impacted product need to be changed to the impella 5.5. Therefore, d1, d2a, d2b, d4 and h4 were updated. H6 codes were also reviewed and f1905 was removed and a new health effect - impact code was added. B5 added information that was not reported on the initial report that was submitted. B7 information was added as it was not submitted on the initial report that was submitted.

Event description:
The tpa was utilized for the hpp to mitigate impact of biomaterial within the motor and there was no impact on the patient. The purge pressure alarm resolved during the process. The device is not available for submission as it was explanted and discarded at the time of the patients transplant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was placed via the direct surgical access to support the 40 year old male with an extensive history, currently presenting in society for cardiovascular angiography and interventions (scai) stage d shock. The patient has cardiomyopathy, ejection fraction of 5-10 percent, cardiac resynchronization therapy with defibrillator, hypertension, and being worked up for possible transplant. The 5.5 was placed and the chest was open via thoracotomy for the retrieval of tissue for biopsy. While on the 5.5 there was high purge pressure that prompted the team to add the lytic, tissue plasminogen activator (tpa) to the purge fluid. The pump supported for 6 days until bridged to transplant.